Event description:
The customer reported the iris tubing was misplaced in the airway due to heavy secretion. They could not confirm via visualization. The radiologist and staff via fluro missed misplaced tube due to other og (oral gastric) tube placed in stomach. Medication/nutrition was administered. Additional information received stated the patient passed away but at this time it is unknown if the device was related to the patient¿s death.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review was unable to be performed because a lot or serial number was not available. No sample and no photos were provided for evaluation. A root cause could not be determined. The supplier confirmed the production followed the specifications and instructions. No action will be taken at this moment. If additional information or a sample is provided, this investigation will be updated as necessary. No corrective action is required based on the investigation result. This complaint will be used for tracking and trending purposes. H6 medical device problem code.